Event description:
Pt underwent attempted subarachnoid block prior to c-section. Documentation reflects that the spinal needle hit bone. When the introducer was pulled out, it was noted that the needle had broken. A neurosurgeon was called and retrieved the needle via a small incision in the pt's back. There were no apparent neurological complications.